Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had experienced septic loosening of her femoral component and tibial component. There was a stress reaction at the tip of the femoral stem. Patient only had 15 degrees of flexion at time of surgery.